Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer woke up with blood glucose reading of 424 mg/dl in the morning. The customer changed out her set and her blood glucose went down to 197 mg/dl. The customer was advised that a high reading requires insulin to bring down. The customer did not troubleshoot for high readings because the husband suspended the pump. The customer was advised to call back for additional troubleshooting.